Event description:
The customer contact reported that during preventive maintenance testing at the user facility, it was noted that the blades on the ac power cord plug were bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility on (B)(4) 2010. Testing found the device ac power cord blades were bent. The probable cause for the bent blades on the ac power cord is use in the customer environment. If the ac power cord is attempted to be removed from an outlet by pulling at angle, it is possible to damage the ac power cord blades. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).